Event description:
This 48 yr old female underwent bilateral silicone gel implantation in 1974. The pt states the MFR of the implants is co's. The specific device are unknown to this reporting facility as they were implanted elsewhere. The pt has since developed symptoms of human adjuvant disease and connective tissue problems with chronic fatigue and muscular skeletal problems. Gross exam: both implants are focally ruptured and exude gelatinuous materials.